Event description:
It was reported that during a laparoscopic hysterectomy, the device kept being activated after the surgeon released the button though it was activated properly for 2 hours. The device stopped using and another device was used to complete the case. There were no adverse consequences to the patient. Device discarded.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The instrument was tested for continuity and passed all testing. The instrument was disassembled and the switch dome was found to be off center. This could have affected the activation of the instrument. Continuous activation was not confirmed. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.